Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00277. Medical product: item# 00436201500 base plate uncemented 15 mm post length; lot# 64465895 item# 00434900613 tm reverse stem 6mm x 130mm; lot# 64688201 item# 00434903603 poly liner plus 3 mm offset 36 mm diameter; lot# 64287439. Item# 47-4361-083-00 tm rvs tec reamer 1 blade; lot#56672653. Item# 01.04223.048 invers/revers scr syst 4.5-48; lot# unk. Item# 01.04223.033 invers/revers scr syst 4.5-33; lot# unk. Item# 47430706100 cannulated drill with stop 6 mm; lot# 64839174. Item# 47430902501 pin 2.5 mm diameter; lot# 64807554. Item# 47430904601 drill 2.5 mm diameter; lot# 64713568. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient underwent revision of shoulder procedure approximately 2 months post implant due to glensophere dissociating from the base plate. During procedure it was noted that only the glenosphere was explanted and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00277-1 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no (related) deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.